Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. No parts have been received by the manufacturer for evaluation. Event problem and evaluation: the software investigation found that a root cause could not be determined based on the information provided. Suspect hardware issue since system logs show power conversion failure. 96v/24v brake was commanded to be on 33 times before it came on, and then dropped out again. The rotor controller did not home, which prompted the message ¿error initializing collimator.¿

Event description:
A medtronic representative reported that upon boot-up, the imaging system¿s pendant displayed ¿error initializing collimator.¿ the issue was resolved upon re-booting the (B)(4). There was no patient present when this issue was identified.